Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2011 and mesh was used. On (B)(6) 2011, the patient presented with a recurrent hernia due to insufficient fixation. The patient underwent reoperation on (B)(6) 2011. It was noted during the reoperation that the mesh was coated with fibrin and there was no ingrowth of one third of the still fixated mesh. Additional information has been requested.

Manufacturer narrative:
(B)(4) - it was reproted that during the initial procedure the surgeon placed the mesh with a circular overlap greater than 5 cm.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.